Manufacturer narrative:
A 6-7f mynxgrip device for vascular closure (vcd) did not deploy properly in the patient. The patient was brought back but they could not be certain if it was the plug, or just the patient¿s anatomy. When the package was opened everything seemed normal. The device was tested so the black marker came back and closed the stop cock. The device was not returned for analysis. The product history record (phr) review of lot f1902404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Without additional information on the patient¿s condition when returning, it is not possible to determine what issue the customer noticed that they were not able to distinguish between the plug or the patient¿s anatomy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6-7f mynxgrip device did not deploy properly in the patient. The patient was brought back but they could not be certain if it was the plug, or just the patient¿s anatomy. When the package was opened everything seemed normal. The device was tested, so the black marker came back and closed the stop cock. It is not known if the device will be returned for analysis.